Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: on investigation, there was visible moisture behind the display lens and the infra-red window. Leak testing failed due to a crack in the battery compartment. The pump was opened for further investigation and revealed moisture ingress throughout the pump¿s interior and on the interior components. The pump did not power on for testing; no audio or vibratory functionality. Complete investigation could not be performed.